Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were made. The patient was fine.

Event description:
New information received notes that post-paced t-wave oversensing continued to be observed. Programming changes were discussed, but no changes were made at the time.